Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The index procedure placed a 3.5 x 20mm taxus liberte stent in the target lesion located in the ostium of the right coronary artery (rca). A 3.5 x 8mm taxus liberte stent was then advanced to the same lesion, but the stent dislodged at the proximal edge of the previously placed 3.5 x 20mm taxus liberte stent. An unsuccessful attempt to retrieve the stent was made with a 1.25 x 15mm non bsc balloon which was inflated twice (8 atm's for 13 seconds, 12 atm's for 10 seconds). A 3.0 x 12mm maverick balloon was then used to deploy the dislodged stent, inflated to 14 atm's for 16 seconds. The procedure was completed by placing two additional taxus liberte stents (3.5 x 8mm, 3.0 x 8mm) distally and proximally to the 1st 3.5 x 20mm taxus stent placed. Post dilation consisted of three inflations (14 atm's for 22 seconds, 14 atm's for 8 seconds, 20 atm's for 10 seconds) using a 3.5 x 12mm quantum balloon. No pt complications occurred and the pt's condition was listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.